Manufacturer narrative:
Missing lot information has been requested from the complainant. The complainant indicated the lot number information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported over 2 months after the dental implant was placed in ada site 19 in the mouth, the implant did not osseointegrate in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Missing lot information has been requested from the complainant. The complainant indicated the lot number information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
The clinician reported over 2 months after the dental implant was placed in ada site 19 in the mouth, the implant did not osseointegrate in type ii bone. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).